Event description:
Information was received from a consumer regarding a patient receiving baclofen and dilaudid via an implanted pump. The indication for pump use was intractable spasticity. The patient reported that the communicator was not working consistently since yesterday. The patient stated that the battery light was red, and they were not able to bolus. The agent asked the patient to power off the communicator and check for visible damage and the patient said there was no visible damage. The agent confirmed there was no damage to the power cord or port on the communicator. The agent asked the patient to connect with the handset and communicator and the handset showed the communicator¿s battery was at 86% charged. The agent reviewed the meaning of the lights on the communicator, and recommended monitoring the device and calling back for assistance if necessary. The patient called back on 2025-08-08 stating that they had had the communicator plugged in since yesterday and the communicator battery light was still "red". A replacement communicator was requested from the repair department because the communicator was nottaking a charge.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 09-apr-2020, UDI#: (B)(4) analysis of the communicator found ¿micro usb charge port is loose and tm90 recharging circuitry is damaged l3¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.